Event description:
It was reported that pump quick bolus and wake button did not function as expected. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, stated desire only to document issue, and no further actions were taken or reported.